Event description:
It has been reported to co that during the procedure, the plunger separated from the device and the device could not achieve negative pressure. The device was removed and replaced. There is no report of pt injury and the device has been returned for evaluation.